Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. A full breached outer insulation degradation was found adjacent to the connector boot region exposing the outer coil. The cause of the reported event was due to the full breached outer insulation degradation exposing the outer coil. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-25650. It was reported that the right atrial lead was explanted and replaced due to noise. The right ventricular lead was also replaced for unknown reasons. The patient was stable.